Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; intermittent power with moisture in the battery compartment, no damage to the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: review of the black box data revealed unexplained power on reset. Moisture corrosion was confirmed inside the battery compartment. The returned battery cap was intact, without damage and determined to measure within the required specifications. The battery cap secured to the pump properly and maintained electrical connection for testing. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the power complaint. On examination, the battery compartment was noted to be cracked and leak testing revealed moisture ingress into the battery compartment through the battery compartment crack. The pump was opened and did not reveal any signs of moisture and no damage, defect or contamination of the pump¿s interior components.